Event description:
Underwent bilateral thr in (B)(6) 2009 (left) and 2010 (right) with zimmer m/l taper hip prosthesis. Commenced experiencing exacerbating right thigh pain during vacation that entailed significant walking/climbing, 600mg 3x daily ibuprofen placated the pain. Consulted orthopedist early (B)(6) whereupon a serum blood test revealed levels of cobalt to be 5.5mg/l and chromium 1.2mg/l. Revision surgery of the right hip was undertaken on (B)(6) 2015, during which the zimmer trilogy cobalt alloy femoral head was replaced with the ceramtec biolox option. Blood serum testing undertaken on (B)(6) 2016 reveals co = 5.8mg/l and cr = 1.9mg/l. Mars MRI reveals periarticular pseudotumors bilaterally. Partial revision surgery anticipated for (B)(6) 2017.